Manufacturer narrative:
Of the 105 allegations of a malfunction, 86 pumps were returned to animas and investigated. Of the investigated pumps, 42 were found to be malfunctioning due to an issue with the display wire. During investigation for unrelated allegations, there were 4 additional instances of a line through the display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a line through the display screen. These reports were received from various sources. The patients associated with this allegation ranged from 4-84 years of age and between 25 and 240 pounds. Of the reported patients, 34 were male, 45 were female, and 26 were unknown.

Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 3 pumps were returned and investigated. There was 1 instance of line through display found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.